Event description:
It was reported to philips that the wireless foot switch lost connection. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and reconnected the wireless foot switch to the base station. The device was returned to expected functionality.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may have not been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was in clinical use and the issue occurred during diagnosis. The procedure was completed using wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch lost connection. Upon functional testing, the fse identified that the status of the wi-fi (led) indicator on the wireless footswitch was solid red and the colour of the battery indicator was green which confirmed the problem with the wireless connection. To resolve the reported issue, the fse re-connected the wireless footswitch to base station. After reconnecting the wireless footswitch to base station, the system was returned to use in good working order. The codes were updated based on the investigation outcome.